Event description:
Customer reported via phone call that after changing batteries, numbers on display screen began to scroll up and then a blank screen display was received. Customer's blood glucose was 140 mg/dl. During troubleshooting, customer received a battery out limit and a failed battery test alarm. Customer reported that batteries were corroded. After troubleshooting, display screen returned. Customer would call back after getting new batteries in order to complete troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.